Event description:
It was reported the mechanical valve was explanted approx six years postoperatively due to thrombosis, which was from inadequate anticoagulation with coumadin. The valve was replaced with a 27 mm sjm bioprothesis (model e100-27m-00, (B) (4)).